Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed three minicaps with the sponges removed from the minicaps. There is evidence of iodine presence on the sponges. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge of a minicap had ¿too little iodine and dried out¿. This occurred before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.